Event description:
Subsequent information was received that this rv lead was surgically abandoned. Insulation damage on the terminal end of the lead was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a short circuit condition was detected during shock delivery. The patient was successfully externally cardioverted. Boston scientific technical services (ts) recommended performing a lead evaluation and replacing the device. Further testing was performed and all lead measurements were appropriate. It was indicated a revision would be performed, but has not been scheduled at this time. No additional adverse patient effects were reported.